Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to detach, the capsule was still attached to the delivery device. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure, a lubricant was used to facilitate placement of the capsule, and the delivery system and capsule will not be returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. When the physician removed the catheter, the probe was not attached to the patient's esophagus. The pin had deployed, but the probe did not attach as it should. They calibrated and deployed a new capsule without incident. There was no harm to the patient, no intervention was required, and no repeat procedure was performed. There was nothing unusual about the patient or the procedure, a lubricant was used to facilitate placement of the capsule, and the delivery system and capsule will not be returned for investigation.